Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of four proglide devices came out with the devices during deployment. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.